Event description:
It was reported that the programmer was not working reliably. It was noted that there is no more information available. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer was not working reliably. Further inspection revealed that the left antenna vxi test was out of specification and the left antenna was replaced. Analysis found the system fan to be noisy, the power cord door to be broken and both were replaced. Upon final vxi testing there were multiple error-outs and therefore the floppy disk drive was replaced and the hard disk drive was reconfigured and software reloaded. Concomitant medical products: product ID 2067, radiofrequency programmer head; product ID 229047, software analyzer. (B)(4).